Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Atrio ventricular block (avb) and subsequently expired.

Event description:
It was reported that the patient expired on (B)(6) 2011, after arriving at the hospital with exit block. During interrogation, the programmer displayed an alert message - the device has reached the elective replacement indicator (eri) since (B)(6) 2011. - the pulse generator exhibited undersensing in the ventricle. A ventricular pacing spike was delivered on the t-wave and fibrillation was initiated, which could not be terminated. The patient experienced.